Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the rep was reading the pump after the patient had an MRI, but could not get into the logs and the pump was in minimum rate mode. It was stated that the pump was close to end of life, the patient was having withdrawal symptoms, and the patient was hearing the alarm after a myelogram study. The event was noted to have been "a couple of weeks ago". It was later reported that the pump logs revealed a low battery reset on (B)(6) 2017. The patient did hear the alarm, but took oral medications to help with the symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's withdrawals had been resolved; the pump was replaced (B)(6)2017. It was reported that the patient's weight at the time of the event was (B)(6). It was reported that the patient had a pump myelogram and later she heard the alarm. No further complications were reported. Additional information was received from the manufacturer representative. It was reported that the affected pump would be sent back to the manufacturer for analysis. Nor further complications were reported. Additional information received from the manufacturers representative (rep) on (B)(6) indicated that he was sending the affected pump back to the manufacturer for analysis and wanted to confirm the address to send it back additional information was received from a patient on (B)(6). The patient reported to having withdraws to the device. The manufacturers representative (rep) called it in to tech services saying there was an alarm and it was having trouble reading the pump log. No further complications were anticipated/reported

Manufacturer narrative:
Analysis found high resistance in the pump battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. Conclusion code updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had her pump replaced. The rep reported that he did keep the pump and would send it in to the manufacturer for review. It was reported that there was no additional information since the surgery occurred. It was reported that the pump had set itself in a minimum rate, and the patient stated this happened after a myelogram study was done. No further complications were reported.